Event description:
It was reported that the implant was removed for recurring incontinence.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. The valve was not within specifications for all pressure-flow and preimplantation testing. Debris inside the valve may partially occlude. This may have been due to debris within the valve, which may partially occlude the device. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.